Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device became stuck in a calcified nodule and could not be retrieved, so the stent was inflated where it was at 11 atmospheres for 6 seconds. The balloon was then deflated for 6 seconds and was fully deflated when it was removed. The procedure was then completed using an alternate device with no patient complications.